Event description:
Information was received from a patient who was implanted with a neurostimulator for movement disorders and essential tremors. It was reported that the battery on the lcd screen is only shaded on the bottom and faded at the top. It was reviewed with the patient that this was done to make the battery look round (parallax). It was also reported that the patient had an incident where he woke up and felt that the stimulation amplitude was turned up as he felt more tingling (x2 or x3 more than normal) and his charge didn't last more than a day; a change in therapy was noted. The patient stated that he charged to full on saturday morning, but by the next day, the implantable neurostimulator (ins) battery was depleted and he saw the charge ins battery warning message on the patient programmer. The patient also reported that he charges every day for 45 minutes with 8 coupling bars, but the last time he charged, it took him 4-4.5 hours to charge to 3/4 full. The patient was redirected to the health care provider (hcp). Follow-up revealed that the circumstances that led to the reported issues included the patient being busy for two days after he noticed that stimulation was turned up so he left stimulation on. When the patient wanted to turn stimulation off, the battery was too low to permit it. The patient charged for a total of 6 hours, was able to turn off stimulation, and left stimulation off until he met with the hcp. When the patient met with the hcp, the stimulation was turned back on and the patient stated that the tingling felt like it was back to normal. The ins was interrogated and it was confirmed that the settings and impedances were all o.k.; the cause of the reported issues was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.